Event description:
It was reported that the device dislodged after fixation. The device was retrieved, explanted, and replaced by a new device. Post-procedure, the patient experienced chest pain and pericardial effusion was observed. The patient was stable and will continue to be monitored.